Event description:
The pt reportedly was monitored by the surgeon for infections (etiology and dates not given) of the implant site. In 2004, the pt reportedly was admitted into the hosp for planned exploratory surgery. Six days later, the surgeon observed infection around the implant site and removed the device. The surgeon stated that the infection was a case of granuloma tissue that accumulated on only one suture along the flap suture line. The pt was reimplanted on the contralateral side with another advanced bionics cochlear implant.